Event description:
"Customer stated " "started a couple months ago, saids she is feeling a shock"" the product has not been returned for investigation.  The product was approx. 18 years and 3 months old when the incident occurred. The product was manufactured in 1999. Customer admitted to laying on pad during use. IFU states ""do not sit on, lie on, or crush pad. Avoid sharp folds"" based on the bce review of feedbacks, bce did not observe a similar issue within the lot."